Manufacturer narrative:
Product ID: 74001, lot# n790450, implanted: (B)(6) 2018, product type: adapter; product ID: 3487a-33, lot# j0564226v, implanted: (B)(6) 2006, product type: lead; product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the doctor was going to replace the lead, extension, and pocket adaptor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-22. The patient¿s weight at the time of the event was unknown. The cause of the lack of stimulation on groups b and c, loss of stimulation on group a on (B)(6)2019, and high impedances on contacts 2 and 3 were all unknown. Replacing the lead, adaptor, and extension resolved the issue. This information was confirmed with the physician and/or patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant, the patient has had three groups with one program in each group. Groups b and c never provided stimulation sensation for the patient, but they were getting benefit from group a until (B)(6) 2019, at which time the benefit just quit even though the ins was on. It was reported the patient did not have any falls/trauma etc. That could have contributed to the issue. Group a was using: -0 -1 +2 +3. Impedances were ran and the following results were provided: 01 - 2655 ohms, 02 - 5817 ohms, 03 - 7683 ohms. Technical services reviewed with the rep that the impedances provided were not conducive to good therapy, and advised the rep to compare against historical impedances and to check if there were any contact pairs that were viable on their own. No further complications were reported or anticipated.